Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 crts 3408627 (con): the patient reported that on (B)(6) 2016 they felt a shocking sensation like a cattle prod, noting that it was only felt while standing. The patient decreased stimulation on program 1 from 1.5 to 1.4 as a result which eliminated the uncomfortable stimulation feeling. They then further decreased to program 2 at 0.6v, still feeling stimulation comfortably while sitting and standing. There were no falls or trauma related to this event. Indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.